Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device of location of device') in an adult female patient who had essure (batch no. 664653,627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, ectopic pregnancy, lumpectomy, chronic cervicitis and adenomyosis. Concurrent conditions included stress, adjustment disorder, marital problem, migraine, emotional problems, depression, rectocele, numbness, tingling feet/hands, carpal tunnel syndrome, headache, asthma, abdominal pain, fatigue, right lower quadrant pain, exacerbation of pain and bowel dysfunction. Concomitant products included diazepam (valium) from (B)(6) 2009 to (B)(6) 2013, fluoxetine hydrochloride (prozac) since (B)(6) 2012, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2009 to (B)(6) 2013, norethisterone (norethindrone) since (B)(6) 2009 and sumatriptan (imitrex) from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding( menorrhagia)"). In (B)(6) 2016, the patient experienced pelvic pain ("pain\right pelvic area") and adnexa uteri pain ("pain right fallopian tube"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pollakiuria ("discussed using the bathroom frequently at work due to essure (B)(6) 2016"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation and pollakiuria outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, device breakage, device dislocation, menorrhagia, pelvic pain, pollakiuria and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the date(s) of insertion: (B)(6) 2009 and 2010. Insertion details-there were 4 left trailing coils and 3 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. No dye leakage. Bilateral fallopian tube occlusion with essure devices present. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain in female. Left fallopian tube lot no. - 664653 and right fallopian tube lot no. - 627432. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received : previously reported event ¿injury¿ replaced with ¿device breakage¿, events- ¿vaginal bleeding, menorrhagia , pelvic pain, malposition of essure device-location of device, right fallopian tube pain, bathroom frequently¿, lot number, medical history, lab data, reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device of location of device') in an adult female patient who had essure (batch no. 664653,627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, ectopic pregnancy, breast lump removal, chronic cervicitis and adenomyosis. Concurrent conditions included stress, adjustment disorder, marital problem, migraine, emotional problems, depression, rectocele, numbness, tingling feet/hands, carpal tunnel syndrome, headache, asthma, abdominal pain, fatigue, right lower quadrant pain, exacerbation of pain and bowel dysfunction. Concomitant products included diazepam (valium) from (B)(6) 2009 to (B)(6) 2013, fluoxetine hydrochloride (prozac) since (B)(6) 2012, hydrocodone bitartrate; paracetamol (vicodin) from (B)(6) 2009 to (B)(6) 2013, norethisterone (norethindrone) since (B)(6) 2009 and sumatriptan (imitrex) from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding( menorrhagia)"). In (B)(6) 2016, the patient experienced pelvic pain ("pain\ right pelvic area") and adnexa uteri pain ("pain right fallopian tube"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pollakiuria ("discussed using the bathroom frequently at work due to essure nov 2016"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation and pollakiuria outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, device breakage, device dislocation, menorrhagia, pelvic pain, pollakiuria and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the date(s) of insertion: (B)(6) 2009 and 2010. Insertion details-there were 4 left trailing coils and 3 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. No dye leakage. Bilateral fallopian tube occlusion with essure devices present. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record:pelvic pain in female. Left fallopian tube lot no. - 664653 and right fallopian tube lot no. - 627432, lot number: 627432 manufacture date: 2008-06 expiration date: 2010-06, and lot number: 664653 manufacture date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.